Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, there was an open white (drvn gnd) inside the trunk cable. The cause of the constant gong alarms and incoming test failure is the open wire. The root cause of the open wire excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.